Manufacturer narrative:
Product analysis: the device has not been returned to medtronic. Therefore, no analysis has been performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valve, regurgitation was observed. The valve was explanted and replaced. No adverse patient effects have been reported as a result of this event. The valve will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.